Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced different blood glucose level was 45, 59, 311, 22, 212, 216, 273, 222mg/dl. Customer experienced low blood glucose level was 45mg/dl . Customer had symptoms like excessive thirst ketones in urine .customer was low blood glucose level treated with insulin pump. Customer stated that the drive support cap was normal and cannula was not bent or not occluded .troubleshooting was performed. The product was not returned for analysis.